Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that today they are trying to use the handset to check the device because it "isn't working" and is seeing the following message: internal device lost all data, contact clinician power on reset (por).